Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had damage. The customer¿s blood glucose level was 425 mg/dl at the time of incident, customer used syringe to treat high blood glucose, and other blood glucose value was around 423 mg/dl. Customer also states that they had issue with insulin pump the right where reservoir goes in plastic ring broke off and not holding the reservoir anymore, reservoir was unscrewed, customer was changing the reservoir and it was just cracked and just pushed it back in and kept on using it and little plastic ring was completely off . Customer declined high blood glucose troubleshooting, because they said, they were okay. The devices will not be returned for analysis.